Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the mcs instrument did not cut well enough. Failure analysis found the primary failure of mechanical indentations/burrs to the blades to be related to the customer reported complaint. The instrument was found to have blade damage. One of the blade edges was indented, which prevented the blades from closing. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting stuck, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was reported that mcs instrument got stuck. Medical intervention may be required in the event that an moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) instrument would not cut well enough and was stuck. The procedure was completed with no patient injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no unexpected removal of tissue due to sticking mcs instrument. The surgical result was satisfactory and acceptable. No intra or post operative complications occurred.